Manufacturer narrative:
08/31/2017 (B)(4): the product was returned with the membrane completely unfolded and blood on the exterior of the catheter with the one-way valve attached. The technician was able to successfully aspirate/flush the inner lumen. The technician attempted to insert a laboratory 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint #: (B)(4); record ID: (B)(4). Supplement - device evaluation.

Event description:
It was reported that during intra-aortic balloon (iab) insertion a clot was found. The iab was removed and replaced. The was no injury or harm to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4)

Event description:
It was reported that during intra-aortic balloon (iab) insertion a clot was found. The iab was removed and replaced. The was no injury or harm to the patient.